Event description:
It was reported that this right atrial lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported.